Event description:
This 49-year-old female had breast reconstruction in 6/90 with insertion of a double lumen saline/silicone breast expander. This procedure was performed at another facility, thus this reporting facility does not have access to device identifiers. Due to ptosis of the right breast, positive echosonograms, and the controversy relating to silicone breast implants, the pt chose to have then removed. Gross exam: focally, the sac shows slit-like fenestrations and the collapsed sac is covered with sticky, stringy, gelatinous substance.